Manufacturer narrative:
Additional information - e1(event site state - (B)(6), event site postal - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced power supply assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Communication/interviews: a getinge field service engineer (fse) conversed with the customer and was advised that the unit was kept idle for more than 2 years, when they tried to start the machine and unable switching on, then they informed us to check the machine. Patient not involved. The customer has purchased the "power supply assembly", which has not been received yet. After receiving the part, further investigation will be done. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that upon power up of the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event was reported.